Event description:
Patient complained of abdominal pain. Exploratory procedure was done today. It was reported that the ring was broken. The ring portion only was removed.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.